Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2018-01769. It was reported the patient was unable to place ipg into MRI mode due to low impedance issues. Reprogramming was tried to no avail. Surgical intervention may occur later to address the issue.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2018-01769. Additional information received identified the patient underwent surgical intervention wherein the scs system was explanted.